Event description:
A ge healthcare finland gas module for the ge avance cs2 anesthesia machine malfunctioned as I was about to induce general anesthesia. It was only because I happen to look over and see an error message (no alarm) that I did not push propofol into the patient. This malfunction would have prevented me from detecting carbon dioxide and anesthetic gases and could have prevented me from rapid detection of esophageal intubation which could be fatal.